Event description:
Surgeon related that the patient reported to not be losing weight and was able to eat normal size meals. Surgeon attempted to adjust the band without success. Day procedure case indicated that the access port was leaking from around the base plate area. Injection of blue dye confirmed this leak. Access port replaced with an access port kit ii, b-20101.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, full implant date and patient data. The information has not yet been received by allergan. Based upon the implant year provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."